Event description:
Multiple reports received of fever and chills associated with use of IV set. Report #1 of 9 received from abbott intl affiliate, abbott greece, states: "pt in cardiology dept with no previous signs of local or general infection presented high fever with chills in one week time. Positive cultures from blood with klebsiella pneumoniae. All devices used in the dept were cultured." Add'l info received states that the pt recovered, no further info has been received.